Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 13 sep 2018. Records indicate patient received an attune tka. No allegations provided of patient injury or product failure, nor report of revision. Doi: (B)(6) 2016. Dor: unknown (left).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: medical records reviewed. This npi does not meet the definition of a complaint. There is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a verified depuy device after it was released for distribution. There is no report of an adverse event involving a verified depuy device.